Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's hearing impression with the device worsened in (B)(6) 2016. On (B)(6) 2017 the patient was seen for an integrity test as she no longer had any hearing sensation with the device. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing impression with the device worsened in (B)(6) 2016. On (B)(6) 2017 the patient was seen for an integrity test as she no longer had any hearing sensation with the device.